Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The us complainant reported the patient was on impella rp flex support, and, when inserting the pump, the wire became coiled in the right pulmonary artery. The impella had to be removed from the patient and reinserted to advance the wire. Additionally, the patient had access site bleeding. The vascular physician inserted a suture under the vein and around the catheter/vein. Two units of blood products were provided to the patient. Support continued and the staff monitored. The patient remains on impella support.

Manufacturer narrative:
The investigation of access site bleeding and product damage (guidewire damage - peripheral vessels) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15248: b5 patient outcome and mso statement added. E4 should have been left blank. G1 reporting contact fax number missing.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.